Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was selected for use. After the successful procedure, the balloon was supposed to be brought back into the sheath. This was not possible. A perceived resistance made it impossible to bring the balloon into the sheath. Unfortunately, there is no further information on how the balloon was recovered. The balloon was probably pulled into the lock by applying increased force. No patient complications occurred. The device is expected to be returned for analysis.